Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
The pump is currently alarming and they have not tried to troubleshoot yet. Esp person advised her to press the start key and the pump resumed. There is no blood in the helium tubing. He discussed the alarm at length with potential causes and troubleshooting tips if it continues.